Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. While attempting to advance the smart coil from its returned position within the introducer sheath, resistance was experienced, and the coil could not be advanced at all. Further evaluation revealed a pusher assembly bend, the friction lock was wrinkled on the introducer sheath, and an unknown substance was present inside the introducer sheath distal tip. The wrinkled friction lock was likely due to handling while advancing against resistance. The pusher assembly bend and unknown substance in the introducer sheath were likely incidental to the reported complaint and the root cause could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a left middle meningeal artery (mma) bleed using penumbra smart coils (smart coil). During the procedure, the physician inserted the introducer sheath of a smart coil into a rotating hemostasis valve (rhv) and attempted to advance the smart coil. However, the smart coil would not advance at all past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using four new smart coils. There was no report of an adverse effect to the patient.